Event description:
Event description guidant received information that during lead impedance testing, this implantable cardioverter defibrillator (ICD) and chronic transvenous defibrillation lead exhibited a shorted lead indicator.